Event description:
Follow up with the office of the treating physician showed the patient¿s vns was likely to be at end of service at the time they last saw the patient. A medical professional at the office assessed that the death was not related to vns. No additional pertinent information has been received to date.

Event description:
It was reported from an online obituary that the patient passed away. The cause of death and circumstances of the death were not given in the obituary, but it did state that the patient had a lifelong battle with health problems. The generator and lead device history records were reviewed, and it was found that all specifications were met prior to distribution. Follow up with the servicing funeral home showed that the patient was cremated. A reference was found to a device likely to be the patient¿s vns system, but the device was not removed prior to cremation. No additional pertinent information has been received to date.